Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 22, 2021.

Manufacturer narrative:
This report is submitted on june 30, 2021.

Event description:
Per the clinic, the patient experienced headaches and a lack of clinical benefit with the device. The device was electively explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.